Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiration date: 04/2021).

Event description:
It was reported that post power port implant, the patient allegedly experienced lots of pain and discomfort while using it and the port has not been removed.

Event description:
It was reported that post power port implant, the patient allegedly experienced pain and discomfort. The port has not been removed. The current patient¿s status is unknown.

Manufacturer narrative:
H10: manufacturing review: the lot history review, this is the first complaint reported for this lot number and issue to date. Based upon the severity level and lot quantity the number or events is within the acceptable quality levels. Investigation summary: a sample evaluation could not be performed as the samples were not returned therefore the investigation is inconclusive for the alleged pain and discomfort issue due to the fact that no sample was returned for evaluation. Although a definitive root cause could not be determined, the following contributing factor catheter material stiff too stiff could have potentially caused or contributed to the reported event. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. H10: g4, d4 (expiration date: 04/2021) h11: b5, g3 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.